Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing step required more insulin than expected. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose was 125 mg/dl. Reportedly, the infusion set tubing was changed to address the issue and insulin delivery was resumed.